Event description:
During evaluation of a returned spectrum pump, the device presented battery very low message. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the device presented battery very low message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.a review of event history log revealed battery very low message. The cause was identified to be ac power adapter and wireless battery damaged which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.